Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during unpacking, the tip of the device was found like a coil. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a distal tip separation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. After visual inspection before decontamination process, device presents the distal tip unraveled. The device presents the corewire separated from the ball weld at 259.5 approx. From proximal end, moreover, the coil is elongated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).